Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "femoral/tibial mismatch. Surgeon believed that tibial baseplate should be a size 7 to provide adequate coverage of cortical bone. The size 6 tibial baseplate left approx 3-4mm of cortical bone uncovered. Femur had already been cut to a size 5. He requested info re: possible complication & guidance as to what should be done. I contacted or assist, explained problem & requested any info. I relayed to dr that we have no info available on the mismatch, going 1up/down was not something we indicated for & that the decision was completely his. He proceeded according to his own judgement."